Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had error code 240.4150. Both pressure sensors were replaced, and the device was calibrated and tested and returned to service. No further information is available.